Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was 387 mg/dl. Troubleshooting for the hardware low level failure alarm was performed. Customer advised the insulin pump failed the self-test and the issue recurred. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error alarm was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.